Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material between the distal end and the channel tube. In addition to the reportable malfunction, the following were noted: the air/water and suction cylinders had no color; the switch box had a dent; due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity cannot be obtained; due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; the distal end had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera gastrointestinal videoscope had a histoacryl adhesive that no longer comes off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material between the distal end and the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.